Event description:
A baxter sales representative reported to baxter corporate product surveillance a continu-flo solution set in which a separation occurred. According to the report, the patient pulled on the set and the tubing separated from the top of the middle y-site. The customer stated that it appeared as though the solvent that holds the bond together came apart. It is unknown what medication was being infused. The event occurred during patient use. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this complaint. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available so the root cause cannot be determined. No conclusion can be drawn from the investigation. A batch review could not be completed as the lot number is unknown.